Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding could not be determined since the product was not returned and insufficient clinical details were provided. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ b.7 revised as information was inadvertently omitted on the initial manufacturer device report number 1220648-2023-05084. D.6a and d.6b revised from the initial submission of manufacturer device report number 1220648-2023-05084 in accordance with updated procedures. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2023-05084 and should not have been. G.1 revised reporting contact fax number in accordance with updated procedures since the initial manufacturer device report 1220648-2023-05084 was submitted. H.6 component code was added since the initial manufacturer device report number 1220648-2023-05084 in accordance with updated procedures. H.10 additional manufacturer narrative instructions for use were revised from the initial submission of manufacturer device report number 1220648-2023-05084 in accordance with updated procedures.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: bleeding access site ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 74-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Femoral access was made and a leg immobilizer used on limb. The right limb was known to have a deep vein thrombosis and the impella access was on the left limb. After a matter of hours the pump was explanted due to the access site bleed and hematoma. Additionally, manual compression held for 40 min and fem stop applied and left in place for over an hour to address the issue.